Event description:
It was reported that pump displayed malfunction alarm code 3 with fault ID 3-0x20cf, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer reverted to multiple daily injections for insulin therapy.